Event description:
The customer's family member reported via phone call that customer experienced high blood glucose. Customer's blood glucose level was 548 mg/dl at the time of event. Customer was treated with manual injection. Customer's current blood glucose level was unknown. Customer also stated that there was leak at infusion set. It was unknown whether the customer was using auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.